Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the control board for full height cubie drawer was defective. A field service engineer replaced the printed circuit board (pcba) to resolve this issue. Performed preventive maintenance procedures. The system functioned as intended after field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system had drawer failed. The customer stated that this malfunction occurred when trying to issue a medication to a patient and there was a delay in patient care workflow. There were no adverse events or injuries reported based on this event.